Event description:
Customer reports taking a nightly dose of 50 units of insulin, and the following morning receiving a blood glucose result of 110 mg/dl on his precision qid meter. He then began to feel symptoms of hypoglycemia. The paramedics were called, and upon arrival received a blood glucose result of 35 mg/dl on an unk brand of meter. Customer was taken to the hosp -- customer was given food to normalize glucose levels. Exact treatment administered is unk.